Event description:
Olympus was informed that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician was using a tjf-q180v, but replaced the scope with a jf-140f due to the anatomy of the patient's narrow duodenum. During the procedure, the physician used a 10fr stent in the jf-140f scope and noticed that 3/4 of the way down the stent became lodged. It was noted that at this time the physician realized that the scope uses only a 7fr stent as it was a diagnostic scope. The physician was not able to place the stent in the patient or remove the stent as it had become lodged in the duodenovideoscope and the procedure was cancelled. Olympus followed up with the user facility and was informed that the patient developed sepsis after undergoing a attempted (ercp) procedure and was taken to the ICU unit for treatment. It was reported that the patient's common bile duct was not drained during the procedure or after which was the cause of the sepsis. Once stable, the patient was transferred to another user facility where the ercp procedure was completed. The current condition of the patient is unknown at this time. No further information is available.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The evaluation confirmed that a stent was lodged in the biopsy channel. During the investigation the stent was unable to be removed from the biopsy channel. The users experience was attributed to user error when using the incorrect size stent. The device channel inner diameter measures 3.2mm (7fr), but the stent used measures 3.3mm which caused the difficulty in removing the stent from the channel. The device was serviced and returned to the user facility.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the patient's outcome could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented accordingly.